Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the physician decided to abandoned the patient's trial procedure after unsuccessful attempts to advance the guide wire into the epidural space. The patient was referred to a neurosurgeon for a permanent trial.